Manufacturer narrative:
H6 impact code insufficient information - the device was returned with no allegation. The device was returned for analysis. Visual inspection revealed the telescope assembly was observed kinked. The tip was observed torn and partially detached. Microscopic inspection revealed the tip was observed tear and partially detached. The image characterization testing cannot be performed due to residues inside the imaging window.

Event description:
Reportable based on device analysis completed on (B)(6)2023. The opticross imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that the tip was observed torn and partially detached.